Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys dhea-s on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a dhea-s value of > 1000 ug/dl and repeated as 67.25 ug/dl. The dhea-s reagent lot number was 52416101, with an expiration date of 31-may-2022.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was within expectations. Quality controls were acceptable. The investigation could not identify a product problem. The cause of the event could not be determined.